Event description:
It was reported that the pt had issues with fractured leads. The pt had a lot of scar tissue. It is unclear if the scar tissue was from prior leads or if the scar tissue contributed to the lead issues. Additional info has been requested. A follow-up report will be submitted if the additional info becomes available.